Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was explanted due to infection. No further complications are anticipated.